Manufacturer narrative:
Based upon the clinical assessment, the reported type ii endoleak was confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, the root cause could not be definitely determined although patient anatomy was the likely cause as reported in the event description. In general, type ii endoleaks are typically not device related but the result of patient anatomy. There was no device design or manufacturing issue identified. The clinical review identified the following factors that may have been contributors to the event: multiple patent lumbar arteries and inferior mesenteric artery; and patient antiplatelet therapy. Additional device: model; 25-25-75l infrarenal aortic extension lot: w09-0257-030 rel. Date: 3/06/2009 exp. Date: 1/31/2010